Event description:
Received customer's medwatch report from FDA, which states "alaris pump was alarming "occluded" while infusing dexmedetomidine and rn pushed the restart button and the alaris pump alarmed program failure. The two channels on the right side stopped working. The syringe pump on the left side of the brain which was infusing, versed, and also stopped infusing and needed to be exchanged out for a new syringe pump. Then the brain said, "channel disconnected-channels have either been disconnected while operation or having nonrecoverable error." A new alaris brain was obtained and versed, total parenteral nutrition (tpn), dex, and lipids were restarted. After restarting additional doses of sedation were required due to malfunction. The brain that malfunctioned was still alarming option on screen to confirm alarm was selected and said "panel locked" the alaris brain was not shut off. "

Manufacturer narrative:
(B)(4). The customer¿s report was confirmed through a review of the device event logs. Analysis of the pcu event log shows that user locked out the pcu panel on (B)(6) 2015 at 03:50am. Channel b, pump module sn (B)(4), alarmed for occlusion patient side at 03:59am and the user attempted several times to restart it but was unsuccessful because the panel was locked. At 4:04 am, "channel disconnect" events were logged for both channel a, syringe module sn (B)(4) and channel b. A new pump module, sn (B)(4) was then attached as channel a, but also experienced a "channel disconnect" event a few seconds later. Between 4:04 am and 4:10 am the recorded log entries suggest that the user continued attempts to confirm the "channel disconnect" event but remained locked out. The audio was silenced and the device was disconnected from ac power. The user unlocked the pcu front panel with the tamper switch at 04:42am after having removed the remaining infusing lvp modules sn (B)(4) and powered off the system. The source of the "channel disconnect" events could not be definitively determined from the log review. Based on the channel ID assignments, three devices are possible sources, the pcu sn (B)(4), channel b pump module sn (B)(4), and pump module sn (B)(4). The syringe module sn (B)(4) was affected because it was outboard from channel b. It is also possible that the user had physically removed the devices because of the lock out. The root cause could not be identified. No devices were returned for investigation

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.